Event description:
It was reported that during this implantable pulse generator (pacemaker) replacement, electrocautery seemed to have caused pacing inhibition. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. Technical services was not entirely sure if this was a result of the defibrillation detect circuit feature due to the model of this pacemaker. The patient likely experienced more than 2 seconds of asystole. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported and this pacemaker was able to be successfully replaced. Eventually, this pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that during this implantable pulse generator (pacemaker) replacement, electrocautery seemed to have caused pacing inhibition. When the device detects too much energy on the lead, therapy is inhibited to protect the circuit. Technical services was not entirely sure if this was a result of the defibrillation detect circuit feature due to the model of this pacemaker. The patient likely experienced more than 2 seconds of asystole. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported and this pacemaker was able to be successfully replaced. Eventually, this pacemaker was returned for analysis.